Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mr (worsening), as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology due to the prolapsed posterior leaflet. The patient effect of worsening mr appears to be a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2 on (B)(6) 2017, it was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 4. No further treatment has been performed and the patient is stable. No additional information was provided.